Manufacturer narrative:
(B)(4). D10: associated products: item number: 193109, item name: echo b-mtrc mp fp ho 9 , item lot: 089870. Item number: 110010243, item name:g7 osseoti 3 hole shell 50mm d, item lot: 6378467. Item number: 010000856, item name:g7 neutral e1 liner 36mm d, item lot: 6383738. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Patient presented with greater trochanteric bursitis of the left hip was proscribed stretching exercises, contributing factors of event: recurrent falls due to alcoholism and recent treatment for cellulitis/superficial infection of the buttock which can increase the inflammation in the joint. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product and product data not available.

Event description:
It was reported that patient underwent a left hip total arthroplasty. Approximately a year and a half after initial surgery, has been diagnosed with bursitis and treated with formal physical therapy and over the counter topical cream for ongoing pain.